Event description:
It was reported that during insertion of the iab over a guide wire, the physician met resistance when removing the guide wire. The physician removed the catheter and guide wire as a unit. There were no complications.